Event description:
It was reported that a vns pt was seeking lead revision surgery due to an unknown reason. Later, the pt contacted cyberonics and indicated that surgery had been scheduled due to the fact that she had been implanted with a defective lead. Follow up with the pt's treating vns therapy physician revealed that the pt had received a high impedance warning during sys diagnostic testing and that diagnostic testing performed 4 months prior to the event had confirmed proper device function. Pt clinic notes were received, which indicated that the pt had been painting her ceiling prior to receiving the high impedance results, which required her to stretch her neck to extreme angles to perform the activity. The notes indicated that the pt was reportedly unable to perceive vns stimulation upon completing the painting project. The pt underwent vns revision surgery and no intraoperative anomalies were reportedly seen. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.